Manufacturer narrative:
The third party service agent sent the customer's device to physio-control for evaluation. Physio-control evaluated the customer's device and was able to verify and duplicate the reported issue.  Physio determined that the cause of the reported issue was a loose kepnut (where the battery power cable attaches to the battery pin connection).  The loose kepnut caused an intermittent loss of power.  Physio then replaced the device's rear case assembly and battery power cable assembly to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). The device has been returned to the third party service agent for evaluation.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was repeatedly powering itself off when attempting to perform a user test.  There was no report of any patient use associated with the reported issue.